Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1523 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the end of stylet looks like it is hanging on by a thread. The tip of stylet wire was ready to fall off after retrieval post PICC line placement. It was confirmed with cxr no foreign body retained.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg stylet. Usage residues were observed throughout the sample. A sharp kink was observed within the polyimide region. The distal tip appeared broken and irregular. The broken distal fragment was not returned for evaluation. Microscopic inspection of the distal end of the stylet confirmed a break in the tubing. The break occurred between magnets. The break site exhibited a deformed, elliptical cross-section. The break surface exhibited a granular fracture surface. Delamination of the polyimide was observed in the fracture cross-section. Inspection of the kink site revealed that it occurred between magnets. The polyimide tubing wall thickness was measured at several points and found to be within manufacturing specifications. The deformation suggested that kinking likely contributed to the observed break; however, inability to replicate the break features indicated that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the end of stylet looks like it is hanging on by a thread. The tip of stylet wire was ready to fall off after retrieval post PICC line placement. It was confirmed with cxr no foreign body retained.